Event description:
It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, a balloon rupture occurred. A pci was scheduled due to a myocardial infarction. The 90% stenosed and calcified target lesion was located in the severely tortuous left anterior descending (lad) artery. The details concerning the events of the pci are unknown except that during post dilation with a 2.5x8mm quantum maverick monorail balloon catheter, the balloon ruptured on the first inflation at 15 atmospheres (atms). The procedure was completed with a non bsc balloon. There were no patient complications during the procedure, and the patient's condition was listed as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.